Event description:
Patient was undergoing embolectomy procedure for cerebral infarction. Roadmaster guide catheter 8fr was deployed to the left common carotid artery. Penumbra psc054 reperfusion catheter was advanced through guide catheter, and penumbra psc032 reperfusion catheter was advanced through the psc054. Strong resistance was encountered while advancing the reperfusion catheters, and the physician believed the guide catheter was kinked. Despite his suspicions, the physician attempted to further advance the psc054 in the guide catheter, and encountered several ¿hard points.¿ the physician then attempted to withdraw the psc032, and had to pull against resistance to remove it. Pulling like this removed both the psc032 and psc054 from the body. The coil structure of the psc032 became unraveled and the catheter was broken into two pieces. The roadmaster guide catheter was confirmed to be kinked upon removal from the patient. The physician continued the procedure with another make of guide catheter and new psc032 and psc054 reperfusion catheters. Physician¿s comment: ¿psc054 was exhausted since it passed through kinked parts of roadmaster guide catheter. Additionally, psc032 became filamentary, like unraveling braid, because it was pulled back firmly with resistance.¿

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00338. Device discarded by hospital.